Event description:
It was reported that an infection occurred around the implantable pulse generator (ipg) and along the extensions in a patient who had undergone a deep brain stimulation procedure. The patient exhibited skin redness at the ipg implant site. A pet diagnostic exam confirmed the presence of the infection. Due to the infection, a surgical intervention was performed to explant all devices related to the deep brain stimulation on (B)(6) 2024. The patient remained hospitalized and was receiving a substantial amount of antibiotics. The issue was not resolved at the time of the report, and the patient was alive with no injury reported.

Manufacturer narrative:
Continuation of d10: product ID b3400060m lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type extension product ID b3400060 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(6), ubd: 07-jun-2026, UDI#: (B)(4); product ID: b3400060, serial/lot #: (B)(6), ubd: 24-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.